Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was selected for use. However, the shaft was fractured when it was removed. The device was not used inside the patient and the procedure was completed with no patient complications reported.